Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified superficial femoral artery. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8 atmospheric pressure upon second inflation for 60 seconds. The balloon was simply pulled out of the patient's body without problems. The procedure was completed with another of the same device. No complications reported and patient's condition was good.